Manufacturer narrative:
The insulin pump had an intermittent blank display and failed battery test alarm due to corroded battery cap contact. The insulin pump had a cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. The insulin pump was tested with test battery cap. All operating currents tested within specification range. No unexpected off no power alarms noted.

Event description:
It was reported that the insulin pump alarmed off no power before shutting off unexpectedly. The blood glucose reading was 169 mg/dl. A battery replacement did not resolve the issue. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.